Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient remained symptomatic and on (B)(6) 2011 underwent a procedure to correct patella maltracking and a manipulation. A lateral release was performed and the surgeon states that he watched it track ¿nicely¿ over the trochlear. Soft tissue releases on the medial side were carried out because he felt that when the lateral side healed it will heal in elongated position [this is his opinion - not a recognized phenomenon]. After manipulation range of motion was -5 to 120°.

Event description:
Patient remained symptomatic and on (B)(6) 2011 underwent a procedure to correct patella maltracking and a manipulation. A lateral release was performed and the surgeon states that he watched it track ¿nicely¿ over the trochlear. Soft tissue releases on the medial side were carried out because he felt that when the lateral side healed it will heal in elongated position [this is his opinion - not a recognized phenomenon]. After manipulation range of motion was -5 to 120°.

Manufacturer narrative:
Reported event: an event regarding rom and dislocation (patella maltracking) involving a triathlon femoral component was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: not performed as product remained implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: patient underwent primary right total knee arthroplasty in 2011. Her knee was extremely stiff and a manipulation was carried out. The knee failed due to patellar subluxation/maltracking/instability with arthrofibrosis. The patient did not do well and had to undergo a second revision. Extreme malposition of the tibia was noted as well as of the femur. The revision was carried out with a totally stabilized implant. I can confirm that the event occurred since I was able to review the operation reports and I reviewed pre op and post op x-rays. Regarding the possible root cause of this event, I see no abnormality with the implant itself. The procedure failed due to technical issues such as soft tissue balancing and surgical technique. Operative technique, soft tissue balancing, and cementing technique are key in the longevity of a total knee replacement. Components must be adequately checked for proper position, alignment and rotation and ligament balancing must be carried out and the patella must track well without any external pressure. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 2 other similar events for the reported lot that relate to rom for the same device/patient, therefore no further trending is required for this commonality. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: patient underwent primary right total knee arthroplasty in 2011. Her knee was extremely stiff and a manipulation was carried out. The knee failed due to patellar subluxation/maltracking/instability with arthrofibrosis. The patient did not do well and had to undergo a second revision. Extreme malposition of the tibia was noted as well as of the femur. The revision was carried out with a totally stabilized implant. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.